Event description:
It was reported that during the implant procedure of this lead there was high threshold measurements. When the lead was repositioned the helix mechanism would not retract. The physician attempted another lead but experienced low threshold measurements and the helix mechanism would not retract. A new lead was successfully implanted. No adverse patient effects were reported.